Event description:
A report was received that the physician believed that the patient's immune system was rejecting the scs system and that the device was causing autoimmune issues. The patient underwent an explant procedure of the scs system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.